Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the fractured catheter tip remains unknown.

Event description:
During an atrial fibrillation procedure, a tip fracture occurred. When the catheter was introduced into the patient through the sheath, an abnormal image was noted at the tip of the catheter. Upon removal from the patient, it was observed that the connection between the tip of the catheter and the catheter shaft was broken. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.